Manufacturer narrative:
Despite reaching out multiple times to the source, no further information could be obtained in terms of the exact date of incident and date of device explant. B3 date of event: updated. It was reported that arrhythmia was identified one month post device implant. As the exact date of the arrhythmia diagnosis could not be obtained, august 23, 2025 was determined as a best estimate to represent the date of incident to reflect the date of diagnosis. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, component code replaced g07003 with g04088. Added g04027. H6, type of investigation: added b18, b14, b11 . H6, investigation findings: replaced c21 with c19. Code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device was explanted and reported discarded post explantation at the facility. Therefore, an evaluation on the explanted device could not be performed. H6, investigation conclusions: replaced d16 with d15. No further information was provided to gore for this patient. Based on the incident description and the subsequent investigation, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
Gore is currently reviewing the manufacturing records for the device involved in this event. Further investigation is being conducted and will be included in the final report. Gore has reached out to the field sales associate for additional information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025 a 37 mm gore® cardioform asd occluder was selected to treat an atrial septal defect. Reportedly, the implant procedure was unremarkable. However, after one month the patient reportedly did not feel well and an electrocardiogram recording showed an atrioventricular block. During open cardiac surgery performed recently, the device was explanted. The patient was reported to have been well post procedure.